Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient has suffered from ketoacidosis with unexplainably high blood glucose levels of 'hi'. The customer visited the diabetes specialist. The type of treatment was not provided. The customer also stated that he delivered several insulin boluses and increases the basal rate, but without success, the user was only able to lower his blood glucose with insulin pens.